Manufacturer narrative:
This device has been received, but an eval has not been completed at the time of this filing.

Event description:
This is the second stone cone retrieval coil that was used and experienced the same malfunction. See MFR. Report #3005099803-2008-. It was reported to boston scientific corp that following the insertion of this second stone cone retrieval coil, beyond the location of the stones in the ureter, resistance was felt. Stone size was reported as approx. 10 cm. The clinician attempted to retract the coil into the sheath; however, the coil was unable to be retracted. The device was then retracted to within the ureteroscope and removed from the pt's anatomy. It was also reported that upon examination of the device the coil was deformed and approx. 4mm by 0.5mm of the coating was peeling although not reported as detached from the device. A third stone cone retrieval coil was used to successfully complete the procedure with no reported complications for the pt.